Manufacturer narrative:
The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before use. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received inaccurate fill estimates with multiple cartridges over the past month. Reportedly, the customer sometimes loads the cartridge with cold insulin. The customer's blood glucose level was not impacted. The customer loaded a new cartridge at the time of the reported events and received an accurate fill estimate. Reportedly the customer would continue to use the pump for insulin therapy.